Manufacturer narrative:
Upon visual inspection, it was observed that the mount was fractured. An x-ray received from the customer shows a piece of device in the implant. Based on the product evaluation and the x-ray received, the complaint is confirmed. Lot information for the mount was not provided; therefore the device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event.

Event description:
The dentist reported that under guided surgery, the screw portion of the mount has fractured inside the implant. The implant remains implanted, but put to sleep.